Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #8r; cat# 5517f802; lot# jac7t. Tritanium bplate triathlon s8; cat# 5536b800; lot# ctd30214. Tritanium patella-asymmetric; cat# 5552-l-401; lot# ny6m1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "I&d, right knee with polyethylene exchange. Right knee periprosthetic infection."